Event description:
Boston scientific (bsc) crm received information that this implantable cardioverter defibrillator (ICD) declared the battery status elective replacement indicators (eri) which was notified through a display window on the programmer. Upon ICD interrogation, the battery status was middle of life 2 (mol2) with a monitoring voltage of 2.58 volts and a charge time of 19.5 seconds. A bsc technical services consultant reviewed a data disk and suggested that the battery may have declared eri due to an extended charge time greater than 23 seconds. The battery then recovered before the subsequent interrogation. The last capacitor reform was performed a month ago yielding a 19.5 second charge time. Technical services recommends replacing this ICD as eri was observed, despite the current battery status. ICD replacement is intended within the next three months. Following explant, this ICD is intended to be returned to boston scientific for analysis. Currently, this ICD remains implanted and in service. No adverse patient effects reported. Subsequently, this ICD was replaced successfully. This ICD is intended to be returned to boston scientific for analysis.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted. Additional information was received that this ICD is unable to be located at the hospital. Should additional information become available this event will be updated and resubmitted.